Manufacturer narrative:
During internal review, it was determined that a duplicate report was previously submitted for this event under (B)(4). That submission was entered in error and should not be considered a separate or additional event. The current report on (B)(4) 2518422-2025-046233 reflects the accurate and intended submission for this complaint. No new information or new incident occurred; this correction is to clarify and remove the unintended duplicate report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap pro biflex device. Nose irritation, respiratory tract irritation, dizziness and or headache, asthma, lung disease, cancer, and lung emphysema. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.